Event description:
The customer reported problems with the vertical lift. No patient injury was reported.

Manufacturer narrative:
The ge service rep swaped the lift motor but also found a wire that had a short near the key switch. He repaired the wire and the c-arm functioned as intended.